Event description:
The following information concerning the event and the condition of the patient/end user was documented by a cardinal health customer service rep in response to a phone conversation with the distributor's representative. "Patient using tms-09 adj (neoprene). Face swelled up and developed sores that were seeping. Patient went to her local care center and they determined that she is allergic to neoprene. Patient stopped using product. Replacing with tms-11 [poly/cotton/lycra blend]."

Manufacturer narrative:
A request was sent via e-mail to cardinal health customer service rep asking them to contact the distributor in order to obtain additional information and return of the device for evaluation. They were informed by the distributor that the end user had discarded the device.